Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patients chart dated 2013 states the patient received multiple inappropriate therapies due to a suspected malfunction of the lead and the high voltage therapies were turned off at that time which was four or five years previous. The pacing lead impedance in 2013 showed a decrease. The lead was capped and replaced at time of elective generator change-out. Follow-up post surgery found that the patient was hoarse and had swelling in the neck. Further evaluation found that the patients laryngeal nerve was damaged during lead explant and the patient required vocal rehabilitation treatment.